Event description:
The customer reported "no audio". The device was in clinical use in the nicu at the time the issue was discovered; the patient was an infant. There was no adverse event or patient harm reported.